Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The returned test strips were measured on a retention meter using retention controls. The returned test strips appeared to have been inserted into the meter several times as there were strong vertical abrasions visible on one side. Testing results (qc range = 2.6 - 3.2 inr): qc1 = 2.9 inr, qc2 = 2.9 inr, qc3 = 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received a discrepant result when testing with a coaguchek xs meter (serial number unknown). At 08:30 a.m., a sample from the patient was tested using the meter, resulting in a value of 4.5 inr. At 09:30 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.8 inr. Another laboratory value of 2.59 inr at 12:12 p.m. Was provided. It is not known if the 2.59 inr value replaces the value of 2.8 inr or if it was a second laboratory measurement. The patient's therapeutic range is 2.3 - 2.8 inr.